Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device will not connect to saver evo or switch on with pad-pak inserted.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2017. On receipt the device memory logs could not be downloaded and the device could not be powered on, as per the reported fault. This was attributed to the moisture observed within the device, which had resulted in severe corrosion across the pcba, covering many critical circuits and components. Due to the extent of the corrosion and the damage this had caused to critical circuits, no further investigation will be carried out. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
There was no patient involved. Device will not connect to saver evo or switch on with pad-pak inserted.